Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they changed the set for the first time and blood glucose would not go below 200 mg/dl. She wanted to verify if there was a connection issue ir the insulin pump's settings were incorrect. The customer's blood glucose level was 261 and 221 mg/dl. During troubleshooting, air bubbles were found in the reservoir and tubing. She indicated that the insulin pump was rewound with the reservoir in place. They were assisted with priming bubbles out manually and setting the cannula fill to the correct amount. The product will not be returned for analysis.